Event description:
The pt was implanted with a left ventricular assist device. The hospital reported that the pt received a pump exchange on (B)(6) 2011 and had issues with infection. The pt expired on (B)(6) 2011. The hospital noted that the death was not directly due to the lvad.

Manufacturer narrative:
The lvad was disposed of. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.